Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2024 after the tubing replacement, it was reported that the patient experienced a "granuloma" that ¿exploded¿ with white pus discharge. The patient was treated with an unspecified antibiotic and the "granuloma" had shrunk in size. During a nurse visit, it was reported that the "skin abscess" was 2 cm to the right of the stoma with erythema and purulent discharge which has been treated since september with local antibiotic. The stoma was in a skin fold and was not sealing well. It was unknown if the patient was treated with both systemic antibiotic and /or a "local" (topical) non-systemic antibiotic for the events.